Event description:
In 2009, boston scientific corporation was informed that during a colonoscopy, the physician was in retroflex position and the resolution clip device would not come out of the sheath of the catheter. This occurred with a total of three resolution clip devices. A fourth resolution clip device was used to complete the procedure without any patient complications. Patient is "ok". Note: this report is for one of three devices used in same procedure. Please refer to MFR # ' s 3005099803-2009-01001 and 3005099803-2009-00999 for other related reports.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.